Event description:
The manufacturer received information alleging a ventilator was alarming indicating a possible oxygen blending module board issue. There was no harm or injury reported. The device was not in patient use. The device has not yet been evaluated. There is no downloaded event log to review. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming indicating a possible oxygen blending module board issue. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center, and the customer's complaint was confirmed. Recalibrating the device did not resolve the issue. The device's oxygen blending module board was replaced to address the issue. Additionally, not related to the above issue, the oxygen blending manifold assembly was missing the o2 connector. The rubber feet were missing. The oxygen blending module gasket was found to be contaminated. The serial number label was scratched. The porting block was broken, and the handle was chipped. All components were replaced. The device's pollen filter was replaced as per preventive maintenance protocol. The device was tested and passed all final testing.